Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawers 4.2 and 6.2 kept failing. A field service engineer performed troubleshooting and found that the row board cable connections were loose. The connections were reseated, and testing was resumed. It was then found that pockets 3 and 4 on the row board were not communicating. The drawer was disassembled, the row board was inspected, debris was cleared, and the drawer was reassembled. Testing was resumed, and no further mechanical or electrical issues were noted. These actions were taken to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers repeatedly failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.